Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's right ventricular lead was capped and replaced on (B)(6) 2018 due to low, out-of-range impedance and an insulation breach. The low impedance was noted when the patient presented in clinic for follow-up. The patient was stable.